Event description:
It was reported that during a mildly tortuous, mildly calcified, de novo, 90% stenosed, mid, left anterior descending artery stenting procedure, a hi-torque balance middleweight guide wire was advanced and after the guide wire crossed the lesion resistance was felt. Due to the resistance with advancement, the guide wire was pulled back meeting strong resistance. There was difficulty with the guide wire removal; therefore, the guide wire was advanced and slowly pulled back. The guide wire was removed from the patients' anatomy and there was no anomaly found on the guide wire. Another non-abbott guide wire and xience stent were used to complete the procedure. There was no patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.